Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿over exposure to ozone resulting in product degradation ". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a hole in the foley catheter just below the saline injection port so that when the nurse was trying to inflate the balloon with saline the saline was spraying out of the hole. The hole was right at the conjunction point of the three ports. Foley balloon would not inflate and had to re-insert a new foley. Per follow up via email response on 24jun2024, foley catheter was being used on a patient and was being inserted when the leak was identified. There was no patient harm reported. The foley was removed and another one was placed.

Event description:
It was reported that there was a hole in the foley catheter just below the saline injection port so that when the nurse was trying to inflate the balloon with saline the saline was spraying out of the hole. The hole was right at the conjunction point of the three ports. Foley balloon would not inflate and had to re-insert a new foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.